Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button reportedly is unresponsive when pressed. The patient claimed that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down keypad button was intermittently responsive to user input during testing, the up/contrast/ok keypad buttons were responsive, all buttons sprung back when pressed, and there was evidence of contamination under the down/contrast button contacts.